Event description:
It was reported that a user experienced hyperglycemia, with a continuous glucose monitor (cgm) reading of 220 mg/dl and a flat trend. Tubing priming was confirmed with visible drops, and the infusion set was reconnected without a site change due to lack of supplies. The user was advised to monitor blood glucose levels and later received education on meal announcements for larger carbohydrate intake. Symptoms included elevated blood glucose. The outcome included resolution of hyperglycemia after waiting for automated algorithmic correction, with no alerts, no alarms, and no hospitalization. The investigation included technical support troubleshooting and user education. Findings revealed no confirmed device malfunction, and insulin delivery through the tubing was observed. It was concluded that the event was consistent with transient hyperglycemia of unclear cause, which resolved with continued automated dosing and user monitoring. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.